Manufacturer narrative:
Product event summary: the partial lead in segments was returned, analyzed and the distal conductor of the lead developed a fracture due to flexing while in vivo. The proximal conductor of the lead developed a fracture due to flexing while in vivo. Performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Analysis of the device memory also indicated the impedance of the right ventricular pacing lead was beyond the expected upper range and the impedance trend of the right ventricular pacing lead was variable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had noise and multiple short v-v intervals. A fracture was suspected. The lead was explanted and replaced. No patient complications have been reported as a result of this event.